Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized with a seizure and possible hypoglycemia. Troubleshooting was performed. The customer stated, she changed the infusion set two days prior to the hospitalization and the customer began experiencing low blood glucose levels the following day. The programming was correct and there were no unusual events prior to the hospitalization. The customer did mention that she experiences low blood glucose levels on occasion. The customer was advised to speak with her medical doctor about reviewing the basal rates.